Event description:
It was reported that the pump display was missing pixels and there were vertical lines. There was no reported adverse impact to customer's blood glucose. Reportedly, customer reverted to using an alternate method of insulin therapy.